Event description:
The account alleged the nurse call is not functioning. No pt impact.

Manufacturer narrative:
The tech found the nurse call switch backlight was off. The tech turned on the nurse call function to resolve the issue.